Event description:
While removing the device, the jacket guard became stuck in the graft limb. On further removal of the device, the quadlumen broke leaving the jacket guard and balloon in the pt. The physician performed an angioplasty on the limb, and the broken piece was retrieved using a snare catheter.